Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6fr device. Poor marking was noted, and the physician decided to remove the device and reflush it as he felt the marker tube had been occluded with blood. When trying to extract the device, resistance was noted. As the operator continued to pull, a small sound was heard and the proximal end of the device came out of the tract. Manual compression was used to control the oozing, and a vascular surgeon was called. The surgeon performed a small cut-down in the lab and used a hemostat and his fingers to locate the distal end of the device, which was extending out of the arterotomy. The device was extracted and a femostop used for hemostasis control. The pt was diagnosed with a false pseudoaneurysm later in the day. Surgery was to have been done in 2000.